Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The products returned for evaluation were two 4 fr single lumen powerpicc solo catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated, and splits were observed approximately 8 cm distal to the molded joint in one of the returned samples and approximately 0.3 cm distal to the molded joint in the other returned sample. Evidence of kinking was also observed in each of the returned catheters. The catheter splits each contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. A lot history review (lhr) of refw1471 showed nine other similar product complaint(s) from this lot number.

Event description:
It was reported leakage from catheter was noted by a nurse at the hematooncology unit. Nurse changed the dressing and noted that catheter is ruptured. Problem was reported to vascular team accordingly. No event that could affect the catheter was not noticed. PICC inserted (B)(6) 2022 in hematoonkology unit, on (B)(6) 2022 - two devices were returned for evaluation. This report addresses the second device.